Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly, the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. A manual dose injection was delivered to address bg. At the time of reporting the customer's friend was taking them to the emergency room for further treatment of elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.